Event description:
An affiliate reported that a pt underwent treatment of an 80% stenosed, calcified lesion in their external iliac artery. After the 10 x 59 mm genesis stent was positioned, the balloon was inflated to 3 atm. The balloon would not inflate beyond 3 atm due to a pinhole rupture. There was difficulty deflating the balloon for retrieval of the device, so the balloon had to be inflated enough to expand the stent to 3 mm in order to remove the pinhole ruptured balloon from within the stent. The stent was finally implanted with another balloon. It took approx four hours to complete the entire procedure.

Manufacturer narrative:
The device has not yet been returned for eval, but return of the device is anticipated. A review of the device history records associated with this lot presented no issues during the mfg process that can be related to the reported complaint, including burst test values. Add'l info will be submitted within 30 days of receipt.